Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was a case of attempted implant. Additional information indicated that lead position was not acceptable and was then placed to a new position however, threshold was not optimal due to patient anatomy. Further, whisper wire was inserted in the lead but stopped five centimeters from the tip. A new lead was then placed. The lv lead was never in service. No adverse patient effects were reported.